Manufacturer narrative:
No unexpected button error alarm or battery out limit alarm was noted during testing. The insulin pump passed the displacement test and the off no power test with operating currents within specification. The insulin pump had intermittent escape button response due to moisture damage to the keypad traces. The insulin pump had cracked battery tube threads, a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked reservoir tube and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error after a battery change. Customer does not recall any significant events leading to the error. Customer's blood glucose was 161 mg/dl at the time of incident. Troubleshooting was done for button error. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.